Manufacturer narrative:
Concomitant medical products: mc1avr1 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported four days post implant that the right atrial (ra) lead dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.